Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "at end of case the anesthesiologist went to deflate the cuff to remove lma. Cuff would not deflate. It was said the cuff pilot failed. Lma had to be removed with cuff inflated". Alleged defect occured during use. It was reported there was no injury or consequence to the patient. Patient's condition was reported as "fine".